Manufacturer narrative:
Preliminary analysis showed that the device operated within specifications.

Event description:
Reportedly, noise oversensing was observed in both channel during an unscheduled follow-up on (B)(6) 2016. Noise was reproduced during the follow-up leading to the suspicion of incomplete lead fracture on both channels. Re-intervention occurred on (B)(6) 2016. The device was explanted and was returned for analysis.

Event description:
Reportedly, noise oversensing was observed in both channel during an unscheduled follow-up on (B)(6) 2016. Noise was reproduced during the follow-up leading to the suspicion of incomplete lead fracture on both channels. Re-intervention occurred on (B)(6) 2016. The device was explanted and was returned for analysis.

Event description:
Reportedly, noise oversensing was observed in both channel during an unscheduled follow-up on (B)(6) 2016. Noise was reproduced during the follow-up leading to the suspicion of incomplete lead fracture on both channels. Re-intervention occurred on (B)(6) 2016. The device was explanted and was returned for analysis.